Event description:
It was reported that log files revealed power cable disconnect, low power, and no external power alarms on (B)(6) 2023 at 6:26 am while the patient was tethered to the mobile power unit (mpu).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The provided log file contained data spanning approximately 13 days (15dec2023 ¿ 28dec2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline, and a no external power alarm was observed on 24dec2023 while the mobile power unit (mpu) was in use. The alarm appeared to have been caused by a loss of power, as the voltage within both cables steadily decreased. The alarm resolved within the same minute of activation when power was restored to the system. There no other notable events in the log file additional information indicated the alarm was caused by the circuit breaker tripping, no other information about the circuit tripping was provided. The mpu (serial number (B)(6)) was not returned for analysis and remains in use. The root cause of the reported event was determined to be circuit breaker for the outlet tripping. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was also observed to have been manufactured with the v-lock ac power cord. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.